Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation can not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure in which the existing inflatable penile prosthesis (ipp) was removed. Upon explant, fluid loss was noted due to a connection issue. There were no patient complications.